Manufacturer narrative:
(B)(4). According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead displayed loss of capture that resulted in pacing pauses lasting approximately four seconds. Two months earlier, increased threshold measurements had been observed. A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced. This device remains implanted. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.